Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer continued to use the pump for insulin therapy until replacement pump arrived. Customer's blood glucose ranged from 250 mg/dl to a reading of "high" on continuous glucose monitor. Reportedly, the customer vomited and ¿almost went into diabetic ketoacidosis.¿ no additional information was provided. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.